Manufacturer narrative:
On (B)(6) 2013, the customer reported a leak at the probe when using the coulter lh 500 hematology analyzer. The latron primer was failing when the leak was noticed. The customer reported that the probe wipe tubing was leaking and the volume of the leak was about 1 cc. The leak was contained within the instrument, therefore there was no biohazard. On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found that the instrument was failing 5c quality controls and that the probe was dripping intermittently. The fse identified the probe wipe rinse block was misaligned. The fse realigned the rinse block and the instrument ran without any leaks. The fse replaced the red blood cell (rbc)/platelet (plt) bath and aperture housing. The 5c quality controls were all within specifications. The repairs were verified per established procedures. Failure mode was identified: the cause of the leak was that the probe wipe rinse block was misaligned. The failing 5c controls were repaired by replacing the rbc/plt bath and aperture housing. No erroneous results were generated for this event. Upon recur; the leak at the probe is not likely to cause erroneous results because the misaligned rinse block will not affect the aspiration of the sample. Upon recur; the failing controls are likely to cause erroneous results for complete blood count (cbc) and plt parameters due to improper mixing at the baths. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
On (B)(6) 2013, the customer reported quality control issues when using the coulter lh 500 hematology analyzer. A beckman coulter field service engineer was dispatched to evaluate the instrument. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.